Manufacturer narrative:
Device evaluation summary: two airway flow sensor solenoid valves, oxygen (o2) sensor and inlet air filter cover were returned for failure investigation. The two airway flow sensor solenoid valves were visually inspected and functionally tested with no fault observed. There was no malfunction or product deficiency identified. The o2 sensor was installed into the test ventilator and the unit failed calibration. Inspection of the serial number revealed that the oxygen sensor had expired. The evaluation isolated the failure to the expired oxygen sensor. The inlet air filter cover was visually inspected. Inspection found that the insert was held properly in place. The vent side gasket was undamaged. The mixer side gasket was found missing. No other issues were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the ht70 plus ventilator pressure was out of specification. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced both airway flow sensor and solenoid valves. The se performed calibrations and extended self-testing on the device and all tests passed